Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the diaphragm was ruptured and the doctor used another to complete the procedure. The hospital has reported no patient injury occurred.